Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional medical information. With the current information available, the conclusion for this file remains inconclusive.

Event description:
As was previously reported on 04/2017: (B)(6) 2007 - the patient was diagnosed with pelvic organ prolapse and chronic diverticulitis. The patient underwent a two part procedure which included cystoscopy with a left ureteral stent placement, exploratory laparotomy, removal of unknown mesh and a modified ripstein procedure with implant of a bard flat mesh. (B)(6) 2009 - the patient underwent a cystoscopy, paravaginal repair and cystocele repair with implant of a non-bard davol "prolift" mesh. The attorney's legal claim alleges the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, additional surgical procedure and neuromuscular problems. Addendum per medical records reviewed: (B)(6) 2005 - the patient was diagnosed with a vaginal vault prolapse, incomplete emptying, sensory neurogenic bladder and underwent an abdominal sacrocolpopexy with implant of a non bard davol "intepro mesh", moschowitz culdoplasty, suprapubic catheter placement and intraoperative cystoscopy. At some point in 2006 the patient underwent a transobturator sling procedure with implant of a non bard davol "monarc" sling. (B)(6) 2007 - the patient was diagnosed with entrapment of rectum, rectal prolapse, left adnexal mass and underwent a modified ripstein procedure with lysis of the non bard davol "intepro" mesh, implant of a flat mesh, salpingo-oophorectomy and placement of bilat ureteral stents. (B)(6) 2009 - the patient was diagnosed with a recurrent cystocele, urinary retention and underwent a paravaginal/cystocele repair with implant of a non bard davol "gynecare prolift" mesh followed by cystoscopy. (B)(6) 2009 - the patient was diagnosed with recurrent urinary tract infections and underwent cystoscopy. (B)(6) 2010 - the patient underwent a cysourethroscopy due to recurrent urinary tract infections as well as a question of a malfunction of genitourinary graft with erosion into the bladder. (B)(6) 2013 - the patient underwent cystoscopy and it was noted "no foreign bodies are seen within the bladder." (B)(6) 2013 - the patient had an md follow up office exam with complaints of tenderness on right levator and obturator muscles, levator spasm on right pelvic sidewall. Per the md physical exam notes, "we did not appreciate any mesh erosion and recommended pelvic floor therapy and vaginal estrogen." (B)(6) 2016 & (B)(6) 2016 - the patient had md follow up office exams with complaints of dysuria. The patient was diagnosed with uti. As reported after the implant of the pelvic mesh product (s), "patient suffered from constant infections and sickness, and frequent doctor visits and hospital stays limiting her ability to carry on with her normal daily life. She has been sick more than she has been well since she was implanted."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode. The medical records provided included the patient's implant tracking log only. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The attorney's legal claim alleges the patient experienced pain, urinary problems, bowel problems, recurrence, dyspareunia, additional surgical procedure, neuromuscular problems and infection. While there were no medical records provided to support these allegations, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ based on the current information provided, it appears the patient underwent implant of multiple mesh. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with pelvic organ prolapse and chronic diverticulitis. The patient underwent a two part procedure which included cystoscopy with a left ureteral stent placement, exploratory laparotomy, removal of unknown mesh and a modified ripstein procedure with implant of a bard flat mesh. On (B)(6) 2009 - the patient underwent a cystoscopy, paravaginal repair and cystocele repair with implant of a non-bard davol "prolift" mesh. The attorney's legal claim alleges the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, additional surgical procedure and neuromuscular problems.